Manufacturer narrative:
(B)(4) - malfunction could not be duplicated; this lot has a (B)(4) complaint rate; not facility related - two complaints from this site and in theory from a single console; lot review does not indicate mfg error.

Event description:
Tubing set would not prime.